Event description:
Patient left hip revised due to dislocation. Head and liner exchanged. No other information available due to hospital policy.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.